Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08715 inches. No under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia and was hospitalized on (B)(6) 2020 with the blood glucose level of over 600 mg/dl. Customer was treated with intravenous insulin drip and manual injections. Customer alleged insulin pump for the possible under delivery because insulin pump was registering blood glucose 122 mg/dl while the finger stick reading was over 600 mg/dl. Customer was in intensive care unit. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of event. Insulin pump and reservoir will not be returned for analysis.